Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blue particulate matter was found in the drain bag of the capd disconnect y set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified blue particulate matter (2 pieces) with size greater than 5.0 mm2. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; functional testing performed was acceptable. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.